Event description:
It was reported to boston scientific corporation that a vesica sling system was implanted (B)(6) 1999. According to the complainant, the patient experienced pain and suffering, disability, impairment and disfigurement. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported lot number,1993437 could not be matched to the upn.